Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) single dpt - vamp plus kit. Kit appeared not used. Tubing was found completely broken from solvent bond joint with sample site. Cross surfaces of broken tubing appeared uneven and rough. (B)(4).

Event description:
The following was reported: "tubing was cracked."